Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient had a blood glucose (bg) of 965 mg/dl, was extremely drowsy, and was taken to the hospital. It was alleged that the pump had no power, hence the patient was not receiving insulin. Patient was treated with IV fluids and insulin injections, and discontinued pump use. This complaint is being reported as the patient experienced hyperglycemia related to the pump allegedly having no power.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.